Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During preparation of the sheath, constant air bubbles were noted in the sheath. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to return for laboratory analysis as it was disposed.